Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during cori installation, the real intelligence tracking camera was faulty. They added the new real intelligence tracking camera to the system and it seemed to work (green light on front of camera) and it passed the "camera firmware" check. Before they did the camera assessment check, they updated the idb to add journey ii UK, which installed without issue. The system then shutdown. They restarted the system and got "system fault - nhm timeout" error whilst the system was running the integrity checks. They restarted the system four times and got the same error. The log files were not provided because the system would not boot. The system already had the latest software installed before shipping to customer, idb was installed already (without journey ii UK), uka and tka were enabled. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Section h10: the real intelligence cori, part number rob10024, serial number (B)(6), intended for use in treatment, was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. After the idb was updated to add more implants, the console would boot to an nhm timeout error. When the idb was updated to only hold the implants that were on the console as provided, the device booted to software. Replacing the processor the software booted up normally, even with all of the idb implants installed. Log files were pulled from the device and reviewed with the software team. The files confirmed that the device was taking longer than a minute to perform the preboot nhm checks, leading to the nhm timeout error. A relationship between the reported event and the device was established. The most likely cause of this event is a fault in the processor, leading it to draw less power and take too long to complete the nhm checks. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case-(B)(4)